Manufacturer narrative:
One (1) imp, tsv, 4.7,10,mtx,mc,mg,ha (tsvmwh10) was returned for investigation. Visual evaluation of the as returned product identified the devices could not be disengaged. Signs of use. Functional testing was performed and it was noticed that the devices could not disengage. A pre-existing condition noted on the per was moderate bone density (type ii). The reported device was located on tooth # 30 (universal) and was placed and removed on the same day. The customer did not provide any pictures or x-rays. Review of appropriate documentation: document reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: warnings, precautions and breakage. Per the applicable IFU, it is stated that improper technique can cause device failure. DHR review: DHR review for the lot (1238024) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (1238024) for similar events (complaint category keywords: functional: does not disengage/release) and one (1) other complaint was identified under (B)(4) post market trending review: march post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or product (tsvmwh10). No actionable items have been triggered that will affect complaint handling on our end for this month. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
There is no update to the original complaint description provided.

Event description:
It was reported that at the time of placement, the fixture mount was stuck to the implant and unable to be removed. The procedure was completed using another implant.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Additional 510(k) number is k133339. Manufacturing date is unknown.